Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The j702 component on the distribution node pca was damaged. The root cause for the damaged j702 could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt displayed a service code 204 (belt/monitor unusable).